Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was powered up and it alarmed ec1260 which is a corruption of the memory of the circuit board. Service will replace circuit board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited an alarm "12600". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.